Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service (record relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record. The system was found to meet all cosmetic and performance standards (at that time). Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that patient experienced residual refraction error due to lens misalignment or displacement and the surgeon reported that the system recommended inaccurate measurement. The lens was explanted and replaced with advanced technology intraocular lens.